Event description:
Ligasure stopped working during procedure.additional information obtained from the site:the equipment kept getting stuck when handle depressed so a new piece of equipment was opened and used for the rest of the procedure. There was no adverse outcome to the patient due to the instrument problem. The equipment and packaging was wrapped and will be sent to the MFR.